Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event had no further info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of fold in tubing as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing."

Event description:
Health professional reported an alleged lap-band "leak." The physician notes indicated "dysfunctional due (1 cm approx.) To the connection site where it had worn through. Leaking very easily." The port was explanted and replaced. Follow up findings: health professional reported the "pt lost restriction and there was a fluid discrepancy" between the amount of fluid I the band and what the physician notes indicated. The location of the leak was reported as "1 cm proximal to connection site." During explant surgery the physician "hooked [the port] up to a syringe and there was a large leak and hole I the tubing. It looked like there was a kink in tubing." The reporter had no further info regarding the device serial number.